Event description:
Spouse of home pt (hp) reports accidently disconnecting pt line tubing of homechoice set during fill of automated peritoneal dialysis treatment. Baxter technician assisted hp in ending treatment early for evening. No pt injury or medical intervention reported by spouse of hp.